Manufacturer narrative:
Section d4 lot number - 9015604946 or 9015775161.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain in their rib area. X-ray imaging revealed the right lead may have been agitating the nearby nerve root. Oral steroids were administered to address any inflammation, but the symptoms did not resolve. A revision procedure was performed to reposition the lead. After the procedure, the patient was no longer experiencing rib pain and is receiving adequate therapy.